Manufacturer narrative:
Related MFR# 2916596-2022-13727 reports the allegations against the pump. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR# 2916596-2022-13727. It was reported that the patient was admitted on (B)(6) 2022 for emergency care. The patient's son found them with their pump off and fully depleted batteries. The son exchanged the batteries to fully charged batteries. The pump restarted, but with low flows. The patient had continuous low flow alarms. They were transferred to the implant center for a full evaluation. A review of the log files revealed that the pump had been off for a total of 2 hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a total loss of power was confirmed via the submitted log files. The system controller (serial#: (B)(6) was not returned for analysis; however, two log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (06sep2022 ¿ 07sep2022, 01jan2000 per time stamp). Events occurring on 01jan2000 took place when the clock was not set, and the exact date and time of these events could not be determined. On (B)(6) 2022 at 00:51:26, a no external power alarm activated following depletion of the 14v li-ion batteries. The backup battery was able to provide power to the system. The pump stopped at 02:58:25, and the system controller shut off due to the backup battery depleting at 02:59:07. The backup battery supported the system for over two hours before fully depleting. The system controller was powered on when power was restored, and the clock was not set due to the total loss of power. Following the total loss of power, intermittent low flow alarms were active. The clock was set again on (B)(6) 2022 at 10:02:36. There were no other notable alarms active in the log file. The root cause of the reported event was conclusively determined to be due to full battery depletion. The device history records were reviewed for the system controller (serial#: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii instructions for use section 3 entitled ¿powering the system¿ states ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms¿. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii instructions for use section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, clock not set, and low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR#: 2916596-2022-13727. It was reported that the patient was admitted on (B)(6) 2022 for emergency care. The patient's son found them with their pump off and fully depleted batteries. The son exchanged the batteries to fully charged batteries. The pump restarted, but with low flows. The patient had continuous low flow alarms. They were transferred to the implant center for a full evaluation. It was reported that the patient had slept while on battery power and the batteries fully depleted. A review of the log files revealed that the pump had been off for a total of 2 hours. On (B)(6) 2022, the patient underwent a pump exchange. During the procedure, narrowing of the inflow cannula with tissue formation was found.